Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. The temperature alarm persisted and occurred intermittently. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.